Event description:
Dexcom was made aware on 10/15/2024, that on 10/14/2024, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a skin reaction with itching, a rash, redness, inflammation, pimples, blisters, and drainage extending beyond the patch perimeter which occurred 4 days after the sensor had been inserted into the arm. The skin was prepped with an alcohol wipe prior to sensor insertion. Two photos of the skin reaction in the complaint record were reviewed. The skin reaction was confirmed and is consistent with similar skin reactions previously assessed and known to occur from the sensor patch adhesive. On 10/14/2024, the patient consulted with a doctor about the skin reaction. The doctor prescribed topical mupirocin topical cream and oral cephalexin. The patient was also wearing an omnipod 5 insulin pump. The patient was fine at the time of the report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).